Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The patient was instructed to stop and restart the pump. The pump continued to alarm. The patient was then instructed to clamp the tubing, unlock the cassette and check for air in the line. No air was present in the line. The patient was then instructed to reattach the cassette, unclamp the tubing and restart the pump. The pump was then running correctly. The patient was instructed to call back with any other pump issues. There was no patient injury reported.